Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft had been placed about 2 years ago in another hospital. The stent graft has migrated resulting in a type I endoleak. The pt was transferred emergently to another hospital, due to a ruptured aneurysm. The physician performed an open repair, however, the pt expired, due to multiple organ failure as a direct result in 2008. There is no further info available for this case.

Manufacturer narrative:
Results of evaluation conclusion: (unable to obtain additional info for this case, device is unavailable for evaluation).